Manufacturer narrative:
The package insert contains the following information for the health care practitioner. "Adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patients response to cryotherapy treatment is critical." "Localized reaction to cold: localized reactions to cold may include chilblain, frostbite, or immersion syndrome." "Special considerations: individual sensitivity to a cryotherapy application varies. It is important to periodically check the color. And sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner." "Warnings: the licensed health care practitioner determines the appropriate treatment for each patient."

Event description:
Per the rep, a physician informed him a patient was filing a lawsuit for frostbite that occurred 6 years ago from an ebice machine. The physician advised that the patient was being represented by a "serve and collect" lawyer. No additional information is available at this time. No claim has been received to date.